Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Op notes indicate patient was revised due to drainage. Device history record (DHR) was reviewed and no discrepancies were found. It was noted in the investigation that this device was used with non-zimmer biomet devices, which are not compatible. This, however, did not contribute to the event, and thus a root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 weeks post implantation, the patient experienced serosanguinous drainage from the wound without infection. Subsequently, the patient underwent an incision and drainage of the joint with poly liner exchange as the sinus tract extended into the joint space. Attempts have been made and no further information has been provided.